Event description:
It was reported that during a procedure, the green handle of the device fractured during use. It was noted that the black button was hard to be pushed forward compared to how it normally is, so the anchor was difficult to deploy. There was a small delay in order to prepare a backup to complete the surgery, but no patient consequences or harm were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned product/provided pictures identified the device was returned in the cavity with the tyvek lid already open. The only part of the device that was returned was the handle. The needle, front end, sutures and anchors were not returned. The tabs to the front end have fractured off in the handle secondary to the resistance and remain in the handle of the device. The features of the fracture surface visually align with which a bending overload fracture failure mode was identified. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported broken handle is confirmed by returned product. The reported difficulty deploying the anchor is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.